Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a vp shunt implant procedure was performed using the catheter with bioglide. However, inflammation occurred along the implanted abdominal catheter. Per a dermatologist, the inflammation was due to foreign matter reaction rather than an allergy, and the body reacted against some foreign thing. The physician did not consider that the device and/or its materials caused the inflammation. The catheter is scheduled to be replaced with another catheter on a later date, and the patient will be placed under observation afterwards.